Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination. Dimensional and functional testing was not conducted. The reported events were confirmed based on the evaluation of the returned device. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of the DHR, lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, "during procedure, the valve got stuck in the esheath and it was impossible to advance. After removal, it could be observed that the esheath was damaged and the delivery system came out from it". Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". Per evaluation of the returned device, a liner tear was observed, and the valve was stuck and visible at the liner tear, confirming the reported event. Additionally, scratches could be observed in the strain relief and hdpe. Scratches observed on the device can be indicative of the presence of calcified nodules within the access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction, leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. And in addition, it can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement. Available information suggests that patient factors (calcification) may have contributed to the reported event. However, a definitive root cause was unable to be determined. The reported event of a torn distal tip was confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (improper tip expansion) likely contributed to the event. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
According to our edwards affiliates in germany, during a transcatheter aortic valve replacement (tavr) using a 29mm sapien 3 via the transfemoral approach, the valve became lodged in the esheath, making advancement impossible. It was decided to withdraw the system as a single unit. Upon removal, it was observed that the delivery system had exited the side of the sheath. A second valve was then used, and the procedure was successfully completed without any harm to the patient. During pre-decontamination of the returned device, the following issues were noted: a 21cm tear in the liner from the strain relief, and scratches along the strain relief and hdpe. Additionally, as the engineering team advanced the delivery system through the sheath, the distal tip of the sheath tore.